Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced ventricular oversensing on pause and bradycardia episodes which reflected inaccurate pause durations. The icm remains in use. No patient complications have been reported as a result of this event.